Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: dilatation catheter: 2.25x12mm nc euphora. Stent: promus element. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned. The reported unraveled coils were confirmed to be stretched coils, not separated coils. The reported difficulty positioning the device could not be tested due to the condition of the returned device. Based on the visual, dimensional, and functional inspection of the returned device, there is no indication of a product quality issue with respect to design, manufacture, or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with the respect to design, manufacturing, or labeling.

Event description:
Subsequent to the initial reports, the guide wire was returned with the coils stretched, not separated.

Event description:
It was reported that the procedure was to treat a mildly calcified, restenosed non-abbott stent implant in the mildly tortuous distal right coronary artery (rca). A 2.25x12mm non-abbott balloon dilatation catheter (bdc) met resistance during advancement over the hi-torque balanced middle weight (bmw) elite guide wire. Upon withdrawal, the guide wire coils were noted to be unraveled. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A bmw guide wire was used to successfully complete the procedure. There was no additional information provided.